Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "pain, discomfort, or abnormal sensation due to the presence of the device." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00549 & 1825034-2015-00989).

Event description:
It was reported that the patient underwent a right anterior cruciate ligament repair procedure on (B)(6) 2013. Subsequently, a revision procedure occurred on (B)(6) 2015 due to pain and irritation. The tibial and femoral fixation devices were removed during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Initial reporter information - unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a procedure utilizing a tibial fixation device on an unknown date. Subsequently, a revision procedure has been indicated to possibly remove the device; however, no revision procedure has been reported to date.